Manufacturer narrative:
Insulin pump passed displacement test, sleep current test and active current test. Unit failed selftest. Pump error 25 due to j6 connector resistance issue. Low battery alert less than 1 week not confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had low battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.